Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 10:46:59 on (B)(6) 2025. At 22:38:38, an arrhythmia was detected. ECG shows af @ 70 bpm degrading to asystole with unconducted p waves. At 22:39:29, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with unconducted p waves. Post shock rhythm was asystole with unconducted p waves. The electrode belt was disconnected at 22:55:54 on (B)(6) 2025.